Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) device experienced multiple inappropriate shocks due to supra-ventricular tachycardia (svt). After a the first shock, the arrhythmia was induced into vt, which was reverted after a second shock. This situation repeated, with the patient's svt being inappropriately shock which caused vt induction before a final shock reverted the rhythm. The physician elected to reprogrammed the shock delivery zone to prevent further inappropriate therapy. The s-ICD remains implanted and in-service. The patient was stable with no additional adverse effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) device experienced multiple inappropriate shocks due to supra-ventricular tachycardia (svt). After a the first shock, the arrhythmia was induced into vt, which was reverted after a second shock. This situation repeated, with the patient's svt being inappropriately shock which caused vt induction before a final shock reverted the rhythm. The physician elected to reprogrammed the shock delivery zone to prevent further inappropriate therapy. The s-ICD remains implanted and in-service. The patient was stable with no additional adverse effects.